Event description:
A medical center in (B)(6) reported that the pressure line of an rt226 infant low flow breathing circuit was not included in the package.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the rt226 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) in an unsealed plastic bag. It was visually inspected. Results: visual inspection of the returned breathing circuit package revealed that the pressure line was missing, confirming the reported fault. A lot check was not performed as lot information was not provided. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted pressure line. There are standard operating procedures (sop) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).